Manufacturer narrative:
Only the two devices were returned to omsc for investigation. Both clips remained in the distal end of the devices and also they were closed. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Therefore, omsc considers that the slider of the handle was pulled faultily and clip closed before clipping. This report is being submitted as a medical device report in an abundance of caution. Please cross reference: 8010047-2014-00062/00063/00064/00065.

Event description:
Olympus medical systems corp. (Omsc) was informed that during biopsy in the stomach, the doctor attempted to stop bleeding with the subject clips since an unexpected bleeding occurred. The nurse opened a new box of this product and five clips could not be opened. The doctor completed the procedure by injection and competitor's clips. The patient released on same day and there was no report of patient injury.